Event description:
Mentor h/s, inc. 3041 skyway circle north, irvine, tx 75038. After reviewing the info you provided, co has determined we did not mfg the device involved in this complaint. Please forward this info on to the appropriate person.